Event description:
(B)(4). Two years and three months ago, I had a surgical sterilization procedure done. Some of the symptoms I've experienced that have only developed since the surgery have been: abdominal pain that lasts for about 15 days or more per month that has me stuck with heavy duty pain management, I live with heavy and awful menstruation that also lasts for 15+ days, decreased libido, abdomen centered weight gain in excess of 60lbs that doesn't respond to diet and exercise, acne, brain fog, and many more. I have spent the last two years being bounced from doctor to doctor before I finally found one in (B)(6) who'd even bother to listen to the possibility. Together, she and I have had a barrage of tests done.... Blood work, ultrasounds, MRI, heavy metal testing, allergy testing, etc. And so far essure has proven to be the culprit.